Event description:
It was reported that during a follow-up visit the atrial lead impedance had increased. It was suspected there was an atrial lead fracture. During the surgical procedure, the physician believed that the atrial setscrew was not seated properly and was loose since the implant procedure and caused the high lead impedance observed. The lead and device were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was verified via review of the stored data in the device and could result from a loose connection. The device was tested on the bench and on the automatic electrical system. The device's functionality was found to be normal.